Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive after water exposure. The patient denied damage to the keypad and noted water behind the display. The patient reportedly did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. There was visible moisture behind the display lens. The keypad response could not be tested due to internal moisture damage. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. A leak test was performed on the pump and the pump failed the leak test with evidence of a leak in the upper right corner of the display lens. The pump was disassembled to investigate for moisture damage and moisture was evident throughout the inside of the pump, in the keypad flex connector and the display flex connector.